Event description:
Patient had regurgitation 5 montsh post implant. It was noted that a mobile mass was emanating from the mitral valve's anterior annulus in the left ventricular out flow tract. Also that differential is retained to subvalvular vegetation.

Manufacturer narrative:
Device not returned.